Event description:
Information received indicates the bed exit system will arm but does not alarm.

Manufacturer narrative:
The technician replaced the ppm/scale board to repair the bed. The technician did not see anything visibly wrong with the board.